Event description:
During the implantation surgery it was seen that the pt's cochlear was fully ossified. It was not possible to place any electrodes inside at the promontory to allow placement of the active electrode array. After almost 2 years of being implanted. The results of the pt were not appreciable. Many tests were carried out but without any results. The surgical team decided to explant the implant.